Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the header of the defibrillator despite using silicone oil. The lead exhibited loss of sensing and noise with the new device. The lead was not used and a new lead was implanted. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis confirmed the report of lead insertion into the pacer difficult. The insulation adjacent to the small sealing rings was out of specification. Electrical testing exhibited normal device characteristics.